Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the power tool found blocked during regular periodic control. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned.